Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral upper abdomen on (B)(6) 2017 using cooladvantage, coolcore contour, to left flank on (B)(6) 2017 using cooladvantage, coolcurve+ contour, to bilateral bra fat on (B)(6) 2017 using cooladvantage, coolcore contour, and to bilateral inner thighs on (B)(6) 2017 using cooladvantage, coolfit contour. The patient developed paradoxical hyperplasia (pah/ph) 6 months after treatment. Ph was described as slightly firmer than normal fat and visibly enlarged. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the entire lateral abdominal wall and subcostal areas with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral upper abdomen on (B)(6) 2017 using cooladvantage, coolcore contour, to left flank on (B)(6) 2017 using cooladvantage, coolcurve+ contour, to bilateral bra fat on (B)(6) 2017 using cooladvantage, coolcore contour, and to bilateral inner thighs on (B)(6) 2017 using cooladvantage, coolfit contour. The patient developed paradoxical hyperplasia (pah/ph) 6 months after treatment. Ph was described as slightly firmer than normal fat and visibly enlarged. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the entire lateral abdominal wall and subcostal areas with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.